Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that vessel occlusion occurred, requiring intervention. The target lesion was located in the moderately calcified right superficial femoral artery. During the procedure, the right femoral artery was accessed via antegrade approach. A 6.0 x 150 x 150 ranger balloon catheter was advanced for pre-dilation in an angioplasty and possible stenting procedure. Post angioplasty, it was noted that lesion had some recoil. Thus, a 7 x 120 x 130 innova self-expanding was placed. There were no patient complications as a result of this event.